Event description:
The patient underwent posterior spinal fusion for progressive idiopathic scoliosis in eighteen months ago. The patient subsequently developed low back pain, and during workup the surgeon noted that the set screw at l3 had disengaged resulting in a loss of some of the intraoperative correction. A CT scan showed very little fusion through the facet joint area, raising a concern for the possible development of nonunion. A month ago, the patient returned to the or for exploration, removal of the disengaged screw set and replacement of the implant. The disengaged screw set was returned to the vendor for analysis.====================== manufacturer response for legacy (brand not provided)======================as of three weeks ago, it is unclear whether the implant failed due to a design issue or manufacturing flaw. The medtronic legacy 5.5mm stainless steel screw system that was explanted was returned to the vendor for analysis. Still awaiting for results.